Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and difficulty deploying the stent were able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents for balloon ruptures, difficult to deploy, or difficult to remove reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 2.75 x 33 mm xience prime stent delivery system (sds) was advanced and inflated. After reaching 3 atmospheres (atm), the pressure dropped. A few proximal struts were already expanded, so it was impossible to pull out the sds. Attempts were made to release the sds by inflating the balloon, but the stent remained crimped, and contrast leakage was seen on the angiography. A guide wire was then advanced between the stent and the balloon to separate them, but this was unsuccessful. The guiding catheter was advanced close to the proximal portion of the stent in an attempt to pull the stent into the guiding catheter, but this also failed. The patient was then sent to surgery. The stent was removed and the lesion was treated with a graft. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: pilot 50; guide cath: vbt xb 3.0 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.